Manufacturer narrative:
Additional information: it was later confirmed that the stent was noted to be deformed before it was used. The device did not enter the patients vasculature at any point. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The sheath was removed per IFU. The stent was handled directly after the strut deformation was already noted. Initial reporter phone number provided. Image analysis: five still images were provided by the account for review. Two of the still images of the distal end of the device were provided and there appears to be proximal stent deformation evident. The complaint can be confirmed based on these two images provided. Two images of a resolute integrity shelf carton and one image of a resolute integrity pouch were also provided for review. These images provided confirm the lot and size of the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The device returned with a non-medtronic sheath loaded. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wrap with struts raised. The inner lumen patency was verified with a mandrel. A protective sheath of similar dimensions to that used during the manufacturing of this batch could not be placed over the stent due to the deformed stent struts. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute integrity coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion with 70% stenosis in the left anterior descending artery (lad). The device was inspected with issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that stent deformation occurred. Before implant, the stent was not in a good condition and there was deformation in the strut of the stent. The strut was popped out from its normal condition. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.